Event description:
The user was bilaterally implanted on the (B)(6) 2021. The concerned right side healed well but in (B)(6) 2021 there was swelling and granulation tissue over the superior part of the incision site. The user received multiple rounds of clindamycin that led to improvement on the left, but not the right side. There was evidence of infection, which was confirmed as staphylococcus aureus, surrounding the receiver/stimulator and the proximal electrode. When the incision site was debrided, the proximal electrode was exposed in the wound. The device was explanted.

Event description:
The user was bilaterally implanted on the (B)(6) 2021. The concerned right side healed well but in august 2021 there was swelling and granulation tissue over the superior part of the incision site. The user received multiple rounds of clindamycin that led to improvement on the left, but not the right side. There was evidence of infection, which was confirmed as staphilococcus aureus, surrounding the receiver/stimulator and the proximal electrode. When the incision site was debrided, the proximal electrode was exposed in the wound. The device was explanted.